Manufacturer narrative:
The returned lens was examined and no defects were found. No similar complaints have been received for this lot. This rpt was mailed in to FDA on: 8/8/97.

Event description:
User facility reports the haptic broke off during lens insertion and the wound was widened as a result of this incident.